Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling some tingling about 3 inches from the device for about 2 weeks. Patient was seen by the physician and no problems were noted and there was no intervention. The device is still in use. No patient complications have been reported as a result of this event.